Event description:
The initial reporter alleged non-reproducible results for one patient sample and potentially discrepant non-reactive results for another patient sample using the hiv duo elecsys e2g 300 v2 assay on the cobas e 801 analytical unit. For sample 1, collected on (B)(6) 2023, the initial elecsys hiv duo result was 5.82 coi (reactive), with subresults of hivag 5.82 coi and ahiv 0.0997 coi. On the same day, diasorin hiv testing yielded a result of 3.09 index (reactive). A rerun of the sample in another laboratory on (B)(6) 2023 using the elecsys hiv duo assay produced a result of 0.23 coi (non-reactive), and chemiluminescence testing yielded a result of 0.08 index (non-reactive). Subsequent testing on (B)(6) 2023 with the elecsys hiv duo assay produced a result of 0.204 coi (non-reactive), with subresults of hivag 0.178 coi and ahiv 0.0991 coi. On the same day, diasorin hiv testing yielded a result of 0.635 index (non-reactive). For sample 2, collected on (B)(6) 2023, the initial elecsys hiv duo result was 0.205 coi (non-reactive), with subresults of hivag 0.187 coi and ahiv 0.0845 coi. On the same day, diasorin hiv testing yielded a result of 2.0 index (reactive). Subsequent testing on (B)(6) 2023 with the elecsys hiv duo assay produced a result of 0.217 coi (non-reactive), with subresults of hivag 0.196 coi and ahiv 0.0919 coi. On (B)(6) 2023, diasorin hiv testing yielded a result of 0.704 index (non-reactive).

Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications. A review of calibration and quality control data confirmed all results were within expected ranges. No relevant alarms were identified in the instrument's alarm trace logs. The investigation suggested that a pre-analytical issue may have contributed to the initially reactive results observed for sample 1 and the potentially discrepant results for sample 2. However, a definitive root cause could not be established. The device remains in operation at the customer site.